Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end users husband states the unit broke at the weld on the left side on the base. He states he was attempting to lift his wife off the floor when the weld broke.